Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedances. The impedances were less than 20 ohms. In addition, during a system check, noise was observed on the rv channel, so tachy therapy was programmed off until a revision could be performed. The rv lead an existing cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced. No damage was visible on the lead via x-ray. No additional adverse patient effects were reported.

Event description:
Boston scientific's warranty department received additional information from the patient's spouse stating she was thinking of contacting an attorney. The caller then mentioned the lead exploded in her husband and that the doctor said it was a mess. The caller mentioned a lead fracture. A company field representative was then contacted and explained that the patient had a laser lead extraction due to the shock impedance measurements continuing to increase and decrease. Device therapy was turned off and then the physician decided to replace both the lead and the device.